Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided. Corrected: e1, e2, e3. E3 initial reporter occupation: lawyer.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. Follow-up is being conducted to obtain the legal contact information. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received. After review of medical records, it was reported that the patient had a draining of surgical wound procedure with extensive soft tissue necrosis secondary to metallosis from previous explanted metal on metal tha. Operative note reported that, upon entering the wound there was noted to be extensive soft tissue necrosis with a incomplete fascia layer. Some of the necrosis extended into the subcutaneous tissues. The proximal vastus lateralis was identified, this too appeared necrotic. Doi: (B)(6) 2007 (cup, screw, stem), doi: (B)(6) 2021 (head, liner), doe: (B)(6) 2021, right hip.